Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater cooler was slow to heat during setup. The user found multiple temperature readings. The sorin service representative confirmed the problem. The unit was sent to sorin group USA where it was again confirmed. The patient side took 20 minutes to heat from 5 degrees to 39 degrees. The issue is currently under an ongoing root cause investigation, 2015-12. No further investigation is required. No nonconformities were noted during the device history record review regarding this issue.

Event description:
Sorin group received a report that the heater cooler was slow to heat during setup. The user found multiple temperature readings. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.